Manufacturer narrative:
(B)(4). (B)(6). A leak of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noted under a homechoice device in proximity to a disposable cassette. This occurred at an unknown step of the process. No information about patient involvement was provided. No clinical consequences were reported for the patient. No additional information is available.